Manufacturer narrative:
Device is a combination product.device evaluated by MFR.:promus elite stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts pulled distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. After soaking to loosen the hardened contrast media within the device, the balloon was inflated to rated burst pressure of 18 atm, without issue and the stent expanded successfully. The device was deflated successfully in 14 seconds which is within deflation time specification. Deflation time measured using stopwatch. The inflation device was verified before and after use using druck pressure gauge. A recommended guidewire was introduced into the device to facilitate the functional testing. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that stent failed to deploy and inflation failure occurred. The target lesion was located in the right coronary artery. A 8 x 2.25mm promus elite drug-eluting stent was advanced for treatment. However, the stent did not deploy when the balloon was tried to inflate to nominal pressure. The procedure was completed with a different device. No patient complications were reported and the patient was fine. However, returned device analysis revealed stent damage.